Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Concomitant medical products: repeater pump; 60 ml syringe.

Event description:
The customer reported a patient receiving a 46 hr continuous infusion 5-fu (460ml) programmed at a rate of 10ml/hr infused 41 to 42 hrs faster than expected. The customer stated: "given that the volume has been confirmed as accurate and there is absolutely no waste of volume upon initiation, it would appear the pumps are running closer to 11ml/hr when programmed for 10ml/hr." The pharmacist stated that the IV room to stop using the repeater pump and hand fill the volume using 60ml syringe to remove any question of a volume discrepancy; however this unfortunately did not fix the issue. There was no patient harm reported per customer. Customer later reported that there was no further issues with the other 2 new 46 hour 5-fu infusions that week and will continue to monitor.